Manufacturer narrative:
The insulin passed the displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform excessive no delivery test and occlusion test due to motor error alarms. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer stated that the lower left and lower right of the display have a crack. The customer stated that the reservoir has a crack. The customer stated that the motor error occurred frequently.